Manufacturer narrative:
This device did not cause or contribute to serious injury. Therefore this is not reportable; the initial report was forwarded in error and should be voided.

Event description:
This device did not cause or contribute to serious injury. Therefore, this is not reportable; the initial report was forwarded in error and should be voided.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that outside of surgery on (B)(6) 2024, the device has weak pressure and the screen is not reporting accurate fluid measurements for both cylinders. There was no patient involvement. Due diligence is complete and there is no additional information available. There was no adverse event associated with this malfunction.